Event description:
Pt death when in a vest restraint for acute medical condition. Death was probably due to suffocation as a result of chest compression. Pt found with legs on the floor with upper body suspended by a vest type restraint and head trapped between the mattress and the bed side rails. Based on the pt's position at the time of discovery, it would be reasonable to conclude that the vest restraint contributed to placing and holding the pt in a position that compromised chest wall movement.